Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. It was concluded that the device can not be repaired. The device was returned unrepaired per customer's request with the note that the device is not for use.